Event description:
It was reported that during an implant procedure, the physician felt the set screw would not set properly on the neurostimulator. A new lead was placed which did not solve the issue. A new neurostimulator was then implanted which did resolve the connection issue.

Manufacturer narrative:
(B)(4).